Event description:
Surgeon was debriding and cauterizing with zimmer biomet 3-in-one shaver when he noticed the wand getting warm. At this point, we replaced the 3-in-one shaver tip with a new one. Surgeon noted that the handpiece persisted in getting warm. At this point we were at the end of the case. Surgeon noted that there was slight burn around portal site approximately two centimeters in length. Patient's skin noted to be intact with no redness or blistering. Surgeon states he will speak with patient. Management notified. The shaver handpiece, console, and foot pedal were all removed from service for further analysis and/or calibration.